Event description:
It was reported that the patient's implantable neurostimulator (ins) and leads were explanted shortly after implant due to infection. Specific patient symptoms were unknown. If additional information is receive, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3776-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 3776-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).